Event description:
No additional information received. Material# 305106; batch# 2363614. It was reported by customer that the dr injecting botox and needle dislocated from hub. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds: facility: (B)(6). Issue: dr injecting botox and needle dislocated from hub. Ref. 305106; lot: 2363614; pt harm: no, just had to use some hemostats to remove from patients forehead; sample: yes return kit.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported the needle dislocated from hub. To aid in the investigation, one sample with no packaging blister or plastic shield was received for evaluation by our quality team. A visual inspection was performed, and the needle has a drop of epoxy that covers about 50% of the needle diameter. The needle hub has no residues of epoxy adhered to it. No other defects or imperfections were observed. This defect could occur during the assembly process if there was a misfeeding of the cannulator. A device history record review was completed for provided material number 305106, lot 2363614. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material# 305106 batch# 2363614 it was reported by customer that the dr injecting botox and needle dislocated from hub. Rcc received a complaint via phone. Pir attached. Product complaint (B)(4) facility: (B)(6) clinic issue: dr injecting botox and needle dislocated from hub. Ref. 305106 lot: 2363614 pt harm: no, just had to use some hemostats to remove from patients forehead sample: yes return kit.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.